Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.

Event description:
Distributor contacted dexcom to report consumer experienced no audio output on the receiver. The consumer did not report any medical intervention or injuries.